Event description:
It was reported to boston scientific corporation that during an "anterior repair with xenform" procedure using a capio open access suture capturing device, the physician attempted to load a stand-alone size 0 capio suture into the capio device when the capio carrier detached outside the patient and fell onto the sterile field. The procedure was completed with another capio open access suture capturing device and the same capio suture without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an "anterior repair with xenform" procedure using a capio open access suture capturing device, the physician attempted to load a stand-alone size 0 capio suture into the capio device when the capio carrier detached outside the patient and fell onto the sterile field. The procedure was completed with another capio open access suture capturing device and the same capio suture without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned capio device showed that the capio head was hanging, but had not separated from the end of the capio device. A section of the hanging head was still attached to the capio device. When the head was realigned with the capio device and the capio device was actuated, the capio carrier was found to be present within the capio head. Mechanical analysis of the capio device found that the carrier was able to extend and retract properly. Scanning electron microscope analysis of the capio device revealed evidence of shear due to the presence of bent fibers. A microcrack observed along the inner wall of the proximal fracture site exhibited evidence of the head having been pulled apart or torn, suggesting that the fracture of the capio head occurred as a result of extreme bending force applied to the device. The probable cause for this event could not be determined. (B)(4).